Manufacturer narrative:
The pump gave a button error alarm, and had no up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, broken battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and ramp up. Customer's blood glucose was 121 mg/dl at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.